Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4), implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that at a post op visit, intermittent loss of capture was noted on the atrial lead. Increased thresholds were noted shortly after implant of the lead and the decision at that time was to monitor the lead. The lead was scheduled for replacement. During the surgery, it was noted that the lead was not dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.